Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2015 due to low blood glucose. The cause of death was an insulin over dose. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 0 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer had just come from the hospital and put on their pump at 11:30 am and by 3:00 pm their blood glucose level had dropped to zero. The customer was taken back to the hospital where they passed. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.